Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called reporting a button error alarm on his insulin pump. Customer's blood glucose is 70 mg/dl. He may have been sweating before the alarm, but he is not sure. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.